Manufacturer narrative:
The customer reported that the applicator tip sheared off in the biopsy cavity after the marker was deployed. The mammomark was placed during an upright st procedure using the revolve 10g probe. The doctor encountered resistance while inserting the marker into the probe until it reached the colored depth indicator band. Despite this, they continued to push the marker to the end of the probe, at which point they noticed that the aperture was closed. Once the aperture was fully opened, the marker was successfully inserted. The tip of the marker applicator was visible in the biopsy cavity on the post-procedure images. Two requests were made asking for post-films; there was no response. The marker applicator was discarded. Surgical consultation scheduled on 3/25/26 to discuss removal. Patient has not experienced any adverse reactions related to the object. No additional patient complications were noted. The device was not returned for evaluation. Based on available information and user feedback, the most likely root cause was determined to be customer failure to follow the instructions for use (IFU). The IFU clearly states: "caution: do not insert beyond appropriate band or tip damage may occur." "Caution: do not activate the probe cutter or other clinical functions while a marker is inserted in the probe. Take care to completely remove the marker out of the probe before activating any of the holster's clinical functions." Failure to adhere to these precautions may have contributed to the reported issue. If any new information becomes available, the complaint will be reassessed accordingly.

Event description:
The customer reported that the applicator tip sheared off in the biopsy cavity after the marker was deployed. The mammomark was placed during an upright st procedure using the revolve 10g probe. The doctor encountered resistance while inserting the marker into the probe until it reached the colored depth indicator band. Despite this, they continued to push the marker to the end of the probe, at which point they noticed that the aperture was closed. Once the aperture was fully opened, the marker was successfully inserted. The tip of the marker applicator was visible in the biopsy cavity on the post-procedure images. Two requests were made asking for post-films; there was no response. The marker applicator was discarded.